Event description:
The bags came packaged 24 to a case. They are used with compounder to mix hyperalimentation. The bags stick together, one has to pull them apart. Last week 4 or 5 bags leaked or burst once filled with the hyperalimentation fluid. Apparently these bags were "more stuck together than usual". Rptr believes this might have weakened and/or torn bags and this is related to the way they are packaged.